Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient was brought in-clinic for lead evaluation and fluoroscopy and revealed externalized conductors. High capture threshold was also observed. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Electrical tests of the returned pieces indicated normal characteristics. Analysis found that the lead was crushed at 31.3cm to 32.1cm from the distal tip.multiple internal abrasions were noted near the distal end of the lead. The re and rv cables were external- ized. The coating was intact in all abrasion areas.